Event description:
A biocardia morph universal guide catheter (00895) was introduced into the left ventricle of a patient. The patient experienced a ventricular tachycardia and a ventricular fibrillation. The event required intervention by performing an external cardioversion using an external defibrillator. The patient is known to have an internal cardiac defibrillator; however, the physician disconnected it during the procedure. The external cardioversion restored the patient's hear rhythm to normal and the procedure was completed with no further issues. No medications were given to the patient due to this event. The patient was confirmed to be doing well after the procedure.

Manufacturer narrative:
The device was returned to biocardia and underwent physical examination. There was no reported device malfunction during the procedure and the device examination did not identify any irregularities or failures that would indicate the device did not meet specification. There is no indication of a product quality deficiency with respect ot manufacture, design, or labeling.